Event description:
It was reported that this right ventricular (rv) defibrillation lead continued to exhibit high out of range shock impedance measurements greater than 125 ohms. It was noted that the patient underwent routine device replacement for reported normal battery depletion four months ago. The previous device was programmed to trigger an alert in the remote home monitoring system when measurements reached 150 ohms. The health care professional (hcp) plans to program the replacement device to the same setting and continue monitoring. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited an increase in shock impedance measurements from 41 to 90 ohms. Monitoring was continued. Subsequent information was received that high out of range shock impedance measurements greater than 125 ohms was observed several years later. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains in service.